Manufacturer narrative:
This event was reported to the manufacturer on 04mar2025 (event occurrence was during year 2022 - exact date unknown). Contact with the or director found that the product has been used consistently for approximately 3 years. While the reported patient condition can develop with cardiac procedures and no direct correlation to the product has been identified, the event was assessed to qualify as a reportable event and is lodged for completeness. This report is based upon information provided to the manufacturer. Blank fields indicate that the information was not provided by physician reporting the event, was not available, or was not applicable. This report does not constitute an admission to or conclusion by FDA, the manufacturer, or its employees or agents that the device, the manufacturer, or its employees or agents caused, contributed in any way to, or any way is connected with the event(s) described in this report. The previous paragraph shall be included in any information or report disclosed to the public including information or reports provided under the freedom of information act.

Event description:
On (B)(6) 2025, it was reported that a patient underwent cardiac surgery where irrisept was used for irrigation. According to the event information provided, the product was used in the procedure and due to the surgical conditions present, the fluid was believed to have come into contact with the patient intravascularly. The patient presented increased values of lactic acid which was treated and resolved. It was also stated that these issues date back to 2022. No additional patient harm or intervention was required or reported. No other information about the patient was provided. Irrimax advised that irrisept should not be used when potential for intravascular injection is possible as the product labeling states "not for injection".